Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the first week of (B)(6) 2014 the pt came in for an annual checkup without any incident. Approximately one week later the pt returned to the office with knee pain. X-rays taken show possible fracture of the locking screw.